Event description:
Event reported as, "patient had an infected port was removed in...a new port was reinserted on...when the band tubing was brought to the surface of the abdomen to connect the new port it was noted that the tubing was snapping off in various places along the tubing. The surgeon had to insert a laparoscope to inspect the tubing intra-abdominally. A significant portion of the tubing was removed and some new extension tubing was re-connected with the new port. The surgeon was very concerned with this incident. The original band is still insitu."

Manufacturer narrative:
Taper I. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follow: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."